Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device is powering on and off intermittently. Should the device power off automatically during a patient involved event this may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was witnessed switching on automatically, as per the reported. This fault was attributed to corrosion on the membrane tail. The corrosion on the membrane tail, alongside the low temperatures recorded in the history log and dirt around the edge of the membrane panel, would indicate that the device had been stored outside the indicated conditions. The faults could not be replicated after clearing the corrosion from the membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device is powering on and off intermittently. Should the device power off automatically during a patient involved event this may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.